Event description:
It was reported that revision surgery was performed due to a hip- peri-prosthetic hip fracture. The primary hip replacement procedure was (B)(6) 2020. The polarstem lateral size 1 and existing co-cr femoral head 32+4 were removed and the redapt femoral stem size 15h, 190mm and new cocr head 32+4 were implanted.

Manufacturer narrative:
It was reported that revision surgery was performed due to peri-prosthetic hip fracture. Polarstem lateral size 1 (ref no. (B)(4)) and existing co-cr femoral head 32+4 (ref no. (B)(4) were explanted and revised. In this case the focus is on the investigations regarding the polarstem, which intent use is in treatment. The stem as well as clinical documentation weren't provided. A thorough product evaluation and clinical investigation could therefore not be performed. The product history review did not reveal any findings that could explain the reported bone fracture. The risk of bone or peri-prosthetic fracture is a known risk of a total endoprosthesis and is covered in our corresponding risk file as well as mentioned in the current instruction for use for hip implants lit. No. 12.23 ed. (B)(6). At that time of investigation, the root cause cannot be determined. Should further information or the product get available the complaint will be reopened. Smith + nephew will monitor this device for similar issues.

Manufacturer narrative:
It was reported that revision surgery was performed due to peri-prosthetic hip fracture. Polarstem lateral size 1 (ref no. (B)(4)) and existing co-cr femoral head 32+4 (ref no. (B)(4)) were explanted and revised. In this case the focus is on the investigations regarding the polarstem, which intent use is in treatment. The stem as well as clinical documentation weren't provided. A thorough product evaluation and clinical investigation could therefore not be performed. The product history review did not reveal any findings that could explain the reported bone fracture. The risk of bone or peri-prosthetic fracture is a known risk of a total endoprosthesis and is covered in our corresponding risk file as well as mentioned in the current instruction for use for hip implants lit. No. 12.23 ed. 05/16. At that time of investigation, the root cause cannot be determined. Should further information or the product get available the complaint will be reopened. Smith + nephew will monitor this device for similar issues.

Manufacturer narrative:
H11: d11 concomitant part added.